Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and "drain was not clear". The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with ceftazidime and cefazolin (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient remained hospitalized, was "feeling well now" and has recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.